Event description:
The caregiver phoned the account and reported that the monitor was on an infant and did not alarm. The monitor passed alarm tests at the account. The account noted that the reset switch did not clear the alarm lights.